Event description:
It was reported that the patient underwent a sling procedure. Postoperatively, exposure of the mesh was noted. No additional information has been provided.

Manufacturer narrative:
Mesh exposure are known complications of using any mesh anywhere in the body. They may be the result of tissue factors, placement, technique, or the characteristics of the mesh. Given the low incidence of true erosions with tvt, it is likely that this exposure is not the result of mesh itself, but one of the other two etiologies.